Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use the implantable pulse generator (ipg) was interrogated and indicated "replace pacer" / elective replacement indicator (eri). The device was not used/implanted and there was no patient involvement. No patient complications have been reported as a result of this event.